Event description:
It was reported that the device was explanted after an implant duration of approximately 0.30 months. On 07/07/2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to mitral regurgitation and leaflet prolapse. No other details were provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow-up with the health-care provider (via fax), additional information was received. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
On 07/23/2010 a copy of the operative report was received; unfortunately, it is in another language. Corrected data: dehiscence was also noted as a reason for explant.

Event description:
It was reported that the device was explanted after an implant duration of approximately 0.30 months. On (B)(6) 2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to dehiscence, mitral regurgitation, and leaflet prolapse.